Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus and the cubies did not appear on the system map. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus and the cubies did not appear on the system map. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed, and the cubies could not be opened or detected on the cubie map. A field service engineer tested main drawer 4.1 and reported read/write errors. Half of the drawer was empty, and all remaining pockets were not detected on the bus. The fse replaced the row board cable to address the read/write issue and replaced the drawer controller printed circuit board to resolve the bus detection issue and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.